Event description:
It was reported that during intubation with a d-blade video laryngoscope (8403hx) with serial number (B)(6), the light source failed, making intubation with this blade impossible. The monitor itself remained active. Attached is a video of the defect. No injury or harm to patients currently reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).